Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error. The customer¿s blood glucose level was 600 mg/dl at the time of the incident, which was treated with a manual injection. Details that led to the event and add relevant information if applicable. Troubleshooting was completed. The insulin pump will be returned for analysis.